Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ large bore - hi-flo¿ stopcock leaked and cracked when nurses hooked up the intravenous tubing. The product fault occurred while in use with a patient. Patient received a bolus of pressors to improve blood pressure due to the interruptions in therapy. No permanent injury was reported, and the outcome of the event was reported as resolved.